Event description:
It was reported via repair work order that the fowler was cracked and the foot section was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.